Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Visual inspection was performed and the device was found to have the tubing partially detached. Laboratory analysis was able to confirm the reported clinical observation of tubing set damaged/defective.

Event description:
It was reported that during a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. A scratch was observed in the plastic of the tube connection part on the catheter side during air removal. No air bubbles were seen in the tubing set. Tubing set was not fractured nor detached. The product was replaced for safety precaution purposes as it appeared like that there was a scratch or bubble in the plastic of the tube connection on the catheter side. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. A scratch was observed in the plastic of the tube connection part on the catheter side during air removal. No air bubbles were seen in the tubing set. Tubing set was not fractured nor detached. The product was replaced for safety precaution purposes as it appeared like that there was a scratch or bubble in the plastic of the tube connection on the catheter side. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.